Event description:
It was reported that incorrect diagnosis of non-sustained lead noise occurred. No noise could be reproduced with provocative testing. All other electrical measurements on the lead were stable. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.